Event description:
It was reported to boston scientific corporation (bsc) on (B) (6), 2009, that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube insertion. According to the complainant, during the procedure, the snare would not open. The procedure was completed with a different device (sensation single-use short throw snares-standard oval, bsc manufacture). There were no pt complications reported as a result of this event.

Manufacturer narrative:
Failure to extend/open. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).